Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on a patient, the guidewire could not advance. The iab was replaced to continue therapy. No patient injury was reported.

Event description:
It was reported that during intra-aortic balloon (iab) insertion on a patient, the guidewire could not advance. The iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. One kink was found on catheter tubing/inner lumen near the y-fitting approximately 71.6cm from the iab tip. One kink was found on inner lumen within the membrane approximately 4.8cm from the iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked locations. The condition of the iab as received indicated kinks on the catheter tubing and inner lumen. Kinks on the inner lumen can cause difficulty during guide wire insertion. The evaluation confirmed the reported problem. We are unable to conclusively determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint#: (B)(4).